Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for a blood glucose reading of 23 mg/dl. The customer's trainer stated that the customer was connected during prime and accidently delivered insulin into his body. The proper priming technique was explained to the customer. Nothing further was reported.